Manufacturer narrative:
Investigation determined that there was no issue with the qws12e. The device worked as expected and the issue was related to another connected device.

Event description:
User reported that the sweep fell to zero regardless of the setpoint. Although there was no patient harm, this event is considered reportable.